Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was not folded, indicating the balloon was subjected to positive pressure the balloon was inflated to its rate of burst pressure at 12 atmospheres without issue. This was attempted three times and no leaks or drops in pressure were noted. No issues were found during the inspection of the remainder of the device.

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via vein graft angioplasty approach. A stenosed target lesion was located at basillic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, upon inflation, the physician stated that the balloon did not inflate. It was noted that a balloon rupture occurred the device was replaced with another of the same device. There were no patient complications and the patient was stable upon completion of the case.

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via vein graft angioplasty approach. A stenosed target lesion was located at basilic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, upon inflation, the physician stated that the balloon did not inflate. It was noted that a balloon rupture occurred the device was replaced with another of the same device. There were no patient complications and the patient was stable upon completion of the case.